Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the reported issue could not be duplicated. No problems were found with delivering an extra dose. No problems were found with the operation of the pump¿s extra dose key, keypad or bolus connector. The pump was found to be operating properly. Possible cause may be user related. No further action will be taken. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that when cassette latch is open, no cassette is detected, and when the latch is closed, the cassette is still not detected. There was unknown patient involvement.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 2183161-2025-00027-00 for details pertinent to this event.